Manufacturer narrative:
A non-conformance was initiated to investigate the root cause associated with this failure mode. The resulting investigation identified a manufacturing nonconformance specific to lot ktgg, caused by excess thread locker being applied at the distal end of this lot of instruments during manufacture. Stryker has initiated a voluntary recall on 15-oct-2020, and an urgent medical device recall letter was sent to the affected customers, notifying them of the product issue, and associated risks.

Event description:
During device inspection, it was noted that a yukon anti-torque alignment tube was out of specification. When tested, the final tightening shaft would not properly mate with the anti-torque tube.